Event description:
On (B)(6) 2009, a (B)(6) obese female had right breast reconstruction with a tissue expander and dermal graft and was released the next day. On (B)(6) 2009, the pt developed signs of an infection, which are described as a " devitalized mastectomy flap and seropurulent drainage." There was no sign of fever or elevated wbcs. The pt was re-admitted to the hospital and treatment prescribed was ciprofloxacin 750 mg bid for 3 weeks and removal of the graft and tissue expander on (B)(6) 2009. On (B)(6) 2009, the wound site cultures of the right breast were taken and grew pseudomonas aeruginosa. The pt was released from the hospital on (B)(6) 2009, and as of (B)(6) 2009, the status is listed as "improved". Dose, frequency and route used: single use, 64. Therapy dates: (B)(6) 2009. Diagnosis for use: soft tissue repair.

Manufacturer narrative:
Serial number was received on december 4, 2009, and with this, the investigation could begin.